Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, a dim and discolored display screen, and contamination under the keypad buttons. This report is made based on results of investigation completed on 03/16/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/16/2015 with the following findings: the battery compartment was cracked. The display screen was dim and discolored. The keypad cover was removed and contamination was found under all the keypad button contacts. Unrelated to these issues, the keypad cover was peeling. Initial reporter: (B)(6).